Event description:
The patient had ifuse si joint arthrodesis performed in (B)(6) 2012 where three implants were placed. The patient presented to a new surgeon over a year later with late recurrence of symptoms. The new surgeon determined that the third implant was not fully across the si joint. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the third implant and placed a new implant in a more anterior position to help fixate the joint. The patient's pain resolved following the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is late recurrence of symptoms. The implant did not fully cross the si joint. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implants.